Manufacturer narrative:
The customer's calibration and qc results were ok. The investigation reviewed the system's alarm trace and no abnormalities were discovered. The customer's sample pre-analytical details were requested but not provided. The field service engineer adjusted all sample probe positions. The customer performed qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 results for one patient tested on a cobas 6000 c (501) module. The patient's initial result was reported outside the laboratory. The patient's doctor questioned the initial result and requested the laboratory to verify the result. The customer performed repeat testing with the patient's sample on the same analyzer. The patient's initial total bilirubin result was 0.40 mg/dl, and the patient's repeat total bilirubin result was 15.77 mg/dl. The customer determined the patient's repeat total bilirubin result was correct. An amended report was provided. The total bilirubin reagent lot number was 485131 with an expiration date requested but not provided.